Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a loose electrocardiogram (ECG) port. It was also indicated that the touch screen was out of specification. It was also indicated that the power supply was out of specification. It was also indicated that several external components were damaged. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a loose electrocardiogram (ECG) port. The programmer was returned for service. No patient complications have been reported as a result of this event.